Event description:
It was reported that the zimmer air dermatome "doesn't work properly". Additional response from clinical follow up received on (B)(6) 2011 with the hospital indicated that an additional donor site harvest was required. There was an alternate device available onsite to complete the planned procedure. There was only a slight wait during procedure to obtain and set-up alternate device. No other information was able to be obtained from the hospital staff.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 21 years old and the last repair was on (B)(4) 2010, for a similar issue. The inspection found that the device ran erratically. The device had normal wear and tear. The cause of the reported complaint was unable to be determined. A review of the internal parts showed the motor bearings to be 'gritty' and not rolling smoothly. This may have been the cause of the erratic motor movement. The motor speed was within specifications. The device was serviced and returned to the customer.